Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that an asymptomatic patient presented in clinic during follow up. Oversensing was noted on a stored electrocardiogram. The device was post paced t wave oversensing on the ventricular channel. The patient did not receive therapy during oversensing. Programming changes were performed.